Event description:
It was reported that there was sensing difficulty, and inappropriate therapy was delivered. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: proximal conductor fractured; full lead analyzed.